Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 410 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2019. The customer declined to troubleshoot for the high readings. Troubleshooting was performed. Customer's tubing was snapped off and change her site infusion set tubing. The customer was advised to change the infusion set. The product being returned for analysis.